Event description:
It was reported that during pump preparation, there was difficulty aspirating and filling the pump. Multiple attempts were made to correct the problem using negative pressure, changing needles, and withdrawing air, but the difficulty did not resolve. Hcp decided to not to implant the pump, and the pt was implanted with a different pump without difficulty.

Manufacturer narrative:
Final device analysis revealed a reservoir access anomaly of undetermined cause. X-rays revealed that the bellows expanded and collapsed appropriately, and that the correct amount of propellent was present in the pump. Further testing performed by the reliability engineer found the pump filling/emptying characteristics to be outside of the "normal" range. The difficulty seemed to be somewhat intermittent between multiple attempts and different operations, at room temp and body temp. Both hand filling/emptying and machine filling/emptying were found to be outside of the norm. A visual and microscopic exam of all pump components including the opm components and under the reservoir and no anomaly was found.